Event description:
A balloon ruptured at 12 atms during an arteriovenous hemodialysis fistula graft dilatation of an extremely tight venous lesion. Extrvasation of contrast exiting the graft was noted. Successful surgical repair of the graft followed. The pt's condition is good. This device has been destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's follow up indicated this balloon was inflated without the use of a pressure gauge for part of the procedure. Follow up also indicated the lesion was extremely tight. These factors may have contributed to this event. Therefore, co does not attribute this event to the device. Without evaluating the device, co is unable to determine the exact cause for this event. Co's directions use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...it is essential that an inflation device with a pressure gauge catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product."